Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated the casing that holds the motor to the bed cracked dropping the motor and the head section of the bed.